Manufacturer narrative:
Follow-up #1 date of submission 11/18/2016-correction to serial #.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a cgm (dex 105) issue. It was alleged that the transmitter is not sending any information to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the potential for the patient to experience an injury due to the reported issue.

Manufacturer narrative:
The transmitter was returned to animas and evaluated by product analysis on 12/30/2016 with the following results: no defect was found. Pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No alarm occurred. The transmitter performs within specification. Testing was unable to duplicate ¿ant in place of cgm reading". The returned transmitter was paired with test pump correctly. Bg value was set to 120 mg/dl twice within 2hr. Both bg calibration requests entered successfully.